Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the cavity integrity assessment test failed, and it was noted the cervical collar was dislodged from the handpiece inside the patient. The procedure was aborted and a resectoscope was used to retrieve the collar from the patient. A hysteroscope was used to check the cavity after removal and no injury was reported. The patient was sent home without any complications.

Manufacturer narrative:
The device was returned for investigation: visual inspection was conducted and the cervical seal was detached from the pusher and was sent in the packaging with the device. Functional testing was not conducted, the issue was confirmed in the visual inspection. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.